Event description:
Pursuant to one-recall notice alert ID 2026050190, we were made aware of possible contamination of ICU medical primary plum sets with certain lot numbers. We inspected our stock in the storeroom and found that we had some cases of the affected lot numbers. We were also actively still receiving in the affected lot numbers from owens and minor. The notice did not direct us to remove all the product but rather to inspect for the contaminated items and remove them from use. We did find 14 bags of contaminated items in the 10+ cases we inspected in our storeroom. Those contaminated units have been removed and are being held pending return to the manufacturer for replacement.